Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. He found the bumper had been reinstalled by the hospital staff. The rubber bumper was undamaged and conformed to its specifications. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola or the wrong positioning of the bumper during maintenance activities. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.